Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Products still have not been returned. Retain test strips were tested and the retain test strips passed testing. Original medwatch the information was missing . Pt is female and event should be checked marked as life- threatening.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 12:32pm. The patient reported blood glucose readings of "182, 206, 168, and 176 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed she manages her diabetes with pills and diet/exercise. Due to the alleged issue, the patient denied taking any action regarding her diabetes management. The patient claimed she felt sweaty a minute or two after the alleged issue began. In spite of her symptom, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted the results were from the same approved sample site and the subject meter's unit of measure was set correctly. Replacement products were sent to the patient. It is not known whether the patient associated her symptom as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.